Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited left ventricular (lv) loss of capture (loc). It was noted this patient was not crt-d dependent. Technical services (ts) recommended smart delay and discussed troubleshooting options. This lv lead remained in service. No adverse patient effects were reported. Additional information was requested from the field. The cause and resolution of the loc remain unknown. No additional adverse patient effects were reported.